Event description:
It was reported that the insulin cartridge leaked insulin. It is unknown where the insulin leaked from. After changing the insulin cartridge, the patient reported the piston rod seemed to be defective as well.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.